Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative on behalf of physician reporting rupture. This relates to the right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on posterior and yellow particles in the shell. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior, striated opening on radius, wear abrasion, stress marks and crease fold. Base on the device analysis the final assessment is: -a striated opening assessed as surgical damage like consist in the use of some surgical tool. -an opening crease sharp on posterior assessed as fold flaw opening additional, changed, and/or corrected data: d9, g2, h3, h6.

Event description:
Company representative on behalf of physician reporting rupture. This relates to the right device. Device has been explanted.